Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launched. A technical support specialist dialed into the station found blue screen, application was not launched, logged in as cfn admin, reinstalled remote support services update program, upon reboot the application was launched, health sight viewer (hsv) notice disappeared and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to view orders on the station. The customer also reported that the facility experienced a power failure, and after the power was restored, the station was not communicating, and the device was in critical override. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy which a caused a delay to patient care. There were no adverse events or injuries reported based on this event.